Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported that the hemostatic valve of the vizio sheath came off while the scrub tech was flushing the sheath. The caller states the scrub tech confirmed they inserted the dilator straight but the hemostatic valve popped off. The sheath was exchanged and the issue was resolved, the case continued without any further incident. The sheath was not being used on the patient. There was no patient consequence.

Manufacturer narrative:
It was reported that the hemostatic valve of the vizio sheath came off while the scrub tech was flushing the sheath. The caller states the scrub tech confirmed they inserted the dilator straight but the hemostatic valve popped off. The sheath was exchanged and the issue was resolved, the case continued without any further incident. The sheath was not being used on the patient. There was no patient consequence. Device evaluation details: the product was returned to biosense webster for evaluation and the evaluation has been completed. Bwi then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was missing off the vizigo sheath. A dilator was introduced into the sheath in order to if the hemostatic valve was there, however, no hemostatic valve was found. The brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record was performed and no internal actions related to the reported complaint were identified. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ as part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).